Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris pst hip implants. During the case, the drill had intermittent output due to the connection between the power wire and power supply. The outcome of the case was successful and there was no harm to the patient.

Manufacturer narrative:
Follow-up #1 and final report submitted to correct and to update based on the results of investigation. Reported event: direct power console pack was not connected properly. Method & results: device evaluation and results: device evaluation was performed and the direct power console pack event was confirmed. Device history review: not performed as the direct power console pack has no alleged material failure. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the connection failure on the direct power console pack. There have been 5 other events for the referenced catalog number. Trend request for this part number has been submitted (trend request #(B)(4)). Conclusions: the direct power console pack device was evaluated and the reported event was confirmed.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris pst hip implants. During the case, the drill had intermittent output due to the connection between the power wire and power supply. The outcome of the case was successful and there was no harm to the patient.